Event description:
On (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was implanted. The tr was reduced to grade <1 post procedure. On (B)(6) 2025, recurrent tr of grade 2+ was observed in transesophageal echocardiogram. The patient developed recurrent tr due to disease progression, including tricuspid valve disease and heart failure. On (B)(6) 2025, a single leaflet device attachment(slda) was observed from septal leaflet. Patient returned symptomatic with edema in legs. A redo procedure was performed and a triclip was implanted. Per the physician, slda was due to the pre-existing patient anatomy of thin leaflets. The tr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in tr and swelling/edema, as noted by the physician, was due to the pre-existing patient anatomy (thin leaflets). Tricuspid regurgitation and edema/swelling are known possible complications associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was implanted. The tr was reduced to grade <1 post procedure. On (B)(6) 2025, recurrent tr of grade 2+ was observed in transesophageal echocardiogram. The patient developed recurrent tr due to disease progression, including tricuspid valve disease and heart failure. On (B)(6) 2025, a single leaflet device attachment(slda) was observed from septal leaflet. Patient returned symptomatic with edema in legs. A redo procedure was performed and a triclip was implanted. Per the physician, slda was due to the pre-existing patient anatomy of thin leaflets. The tr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.